Event description:
It was reported that, "trident cup revised due to loosening. Pt originally had a tha performed in (B)(6) 2007. Pt presented with pain and was admitted for acetabular revision surgery (B)(6) 2012."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.